Event description:
It was reported that noise was observed on the lead. No further information is available.

Event description:
New information received notes that the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.5cm was returned for analysis. External insulation abrasion was noted at 4.5-4.7cm and 4.8-5.4cm from the connector pin, consistent with lead friction to the ICD can. The re coil was exposed at this location. This is consistent with the reported field event of noise.